Manufacturer narrative:
The customer¿s report of a filter cracked at an unspecified location was not confirmed. Visual inspection of the set noted fluid inside the tubing above the inlet port of the 0.2 micron ped filter. No anomalies or evidence of damage (cracks) were observed. Functional and pressure testing confirmed small droplet leaking from the 0.2 micron ped filter¿s air vent (termed ¿weeping out¿). The root cause of the leak was not identified.

Event description:
It was reported that the nicu filter cracked at an unspecified location and leaked when infusing tpn. The rn noticed the set leaking into the patients bed at the time of the event. There was no harm caused to the patient from this event and the tubing was changed. A photo received from lab with a note on packaging stated: "cracked filter tpn line, leaking on patients bed event /time''.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided.

Event description:
It was reported that the filter cracked at an unspecified location and leaked when infusing tpn. The rn noticed the set leaking into the patients bed at the time of the event. A photo received with note on packaging stated: "cracked filter tpn line, leaking on patients bed. Event date (B)(6) at 2100".